Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient stopped charging due to an increase in recharge burden. In turn, the ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2019 where the ipg was explanted and replaced. Effective therapy was restored after procedure.